Event description:
It was reported the pt's scs lead incision site is open, and the lead tail can be seen. The pt will follow-up with his surgeon to determine the next steps to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.